Event description:
Pain has been 6-8 with movement [pain upon movement] . Knees painful [knee pain] . Swelling in knee [injection site joint swelling] . Case narrative: this case was cross referenced with case (B)(4) (multiple devices for same patient/same event). Initial information received from united states on 17-apr-2019 regarding an unsolicited valid serious case received from patient. This case involves an unknown age male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc on) and experienced pain has been 6-8 with movement, knees painful and swelling in knee (latency: unknown). The patient's past medical treatment included cortisone which healed his pain immediately. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing pain rated between 4 and 5. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once in both knees via intra-articular route ( lot - unknown) for osteoarthritis. Information on lot number was requested. On an unknown date, after unknown latency, after hylan g-f 20, sodium hyaluronate, the pain had been 6-8 with movement. When patient sat down the pain was zero. Patient was taking paracetamol (tylenol) that has not been helping along with ice and elevation. On an unknown date, after unknown latency, there appeared to be swelling in both knees where hylan g-f 20, sodium hyaluronate was injected. It was reported that both knees were equally as painful (latency: unknown). Patient was using a walker to help alleviate the pain. Corrective treatment: paracetamol, walker, ice, elevation for pain has been 6-8 with movement, knees painful; not reported for swelling in knee. Outcome: unknown for all events. Seriousness criteria: disability for pain has been 6-8 with movement, knees painful. A product technical complaint was initiated on 06-may-2019 for synvisc one (lot number: unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date was 06-jun-2019. Additional information was received on 06-jun-2019. Ptc results received and processed. Global ptc number added.

Event description:
Pain has been 6-8 with movement [pain upon movement], knees painful [knee pain], swelling in knee [injection site joint swelling]. Case narrative: this case was cross referenced with case (B)(4) (multiple devices for same patient/same event). Initial information received from united states on 17-apr-2019 regarding an unsolicited valid serious case received from patient. This case involves an unknown age male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc on) and experienced pain has been 6-8 with movement, knees painful and swelling in knee (latency: unknown). The patient's past medical treatment included cortisone which healed his pain immediately. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing pain rated between 4 and 5. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once in both knees (route, lot - unknown) for osteoarthritis. On an unknown date, after unknown latency, after hylan g-f 20, sodium hyaluronate, the pain had been 6-8 with movement. When patient sat down the pain was zero. Patient was taking paracetamol (tylenol) that has not been helping along with ice and elevation. On an unknown date, after unknown latency, there appeared to be swelling in both knees where hylan g-f 20, sodium hyaluronate was injected. It was reported that both knees were equally as painful (latency: unknown). Patient was using a walker to help alleviate the pain. Corrective treatment: paracetamol, walker, ice, elevation for pain has been 6-8 with movement, knees painful; not reported for swelling in knee. Outcome: unknown for all events. Seriousness criteria: disability for pain has been 6-8 with movement, knees painful. A product technical complaint was initiated and results were pending for the same.